Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the anterior and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis were performed which identified: one opening striated on the anterior and one opening sharp on the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on the valve bond edge (anterior) due to an unidentified (tear) opening and striated opening due to surgical damage consist entin the use of some surgical tool.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side that "busted." The device remains implanted.